Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose was over 600 mg/dl. The customer¿s blood glucose level current blood glucose level was 475 mg/dl. The customer¿s blood glucose level was 574 mg/dl, 592 mg/dl and 341 mg/dl. The customer was treated with food .the customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose level. The insulin pump will not be returned for analysis.